Event description:
A pt was prepped for a craniotomy for a vascular case when the mayfield skull clamp wouldn't lock. The unit was removed immediately. There was no injury but, the procedure was delayed approximately 5 minutes. A revision was not required. Disposable adult pins were used during the surgery however, the manufacturer was no identified.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.